Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a suspected premature battery depletion (pbd). It was not replaced by another s-ICD. This s-ICD is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Tachycardia therapy remained available to the patient and there was no evidence of premature battery depletion (pbd).

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a suspected premature battery depletion (pbd). It was not replaced by another s-ICD. This s-ICD is expected to be returned for analysis. No additional adverse patient effects were reported.